Event description:
It was reported that device presented motor error message. Also, the top case and plunger case were damaged, with the right plunger plastic case missing. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 7-oct-2022 via email and attached to the complaint object:? The reported product fault did not occur while in use. The product issue did not cause or contribute to patient or clinical injury with a patient.